Event description:
It was reported that the device's therapy cable was jammed in the device. There was no pt use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy cable connector assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and observed that the connector socket 6 on the therapy cable connector assembly had a male pin stuck in, causing the failure.